Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a doctors roche meter with an unknown serial number. The coaguchek xs meter result was 2.3 inr and within 30 minutes the doctors meter result was 1.5 inr. The patients therapeutic target is 2.5 inr and range is probably 2.0-3.0 inr, but the patient is not sure. The patient tests once a week. The patient is in stable condition.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from marcumar donors and internal reference meters were used. Donor 1 inr: 2.8 inr, donor 2 inr: 2.6 inr , donor 1 hct: 38%, donor 2 hct: 47%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr, retention meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.6 inr, retention meter and customer strips: 2.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratorymethods.